Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) had error 200.5040 on lvp8100 sn (B)(4). His pcu8015 software was 9.12.40 but the lvp software was 9.33. Failure device type: failure problem type: failure mode: case resolution: I advised (B)(6) to upgrade his pcu software to 9.33 to make it compatible with lvp software 9.33 I remote in to (B)(6) computer and assisted him flash pcu software to 9.33 by using system maintenance program. The time it would take to complete the flash process could be 1 hour or more. (B)(6) will wait until the task is completed and verify the pcu software was successfully upgraded to 9.33 if he still have any problem, he will call me back and refer to this case number.